Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging irritated eyes, sore throat and gas. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for evaluation. The device was not in patient use. During the evaluation, there was no evidence found of foam degradation and the customer's complaint could not be confirmed. There was one error observed, e83. The device software was upgraded and the error log was cleared. The unit passed final testing.